Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the screen and the reservoir compartment is broken. The customer stated that there is a crack on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.